Event description:
It was reported that pump malfunction occurred after pump had been submerged in water for about 15 minutes at a depth of less than 3 feet. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.